Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where cannula was crimped. The issue occurred with one infusion set used for about two days and site was patient's abdomen. The symptoms occurred three or more hours after insertion. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.